Manufacturer narrative:
Update: h4, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, dirt entered the inside of the lens through the gap in the adhesive part of the tip and is likely the result of a phenomenon that occurred after shipment, additionally, it is probable that the gap between the acoustic lens and the ultrasonic probe is the result of a phenomenon that occurred after shipment. The root cause of the issues could not be determined. The event can be prevented by following the instructions for use which state: "warning: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope body cracked, suction cylinder discolored, grip scratched, due to deformation of electrical connector guide pin, water tightness lost, scope connector cracked, due to damage on acoustic lens, water tightness lost, -due to damage on ultrasonic probe, the number of missing element exceeds the standard value, due to damage on acoustic lens, displayed ultrasound image defective, acoustic lens damaged, adhesive on angle rubber cracked, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had angulation malfunction/ lose wheel. The customer reported that the procedure was successfully completed using the same device. Upon inspection and testing of the returned device, a gap was found between the scope acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.